Event description:
Ventilator failed while on patient. Ventilator stopped and alarmed, display indicated "vent inop." Respiratory therapist (rt) was nearby and came to patient room. Nurse bagged patient. Ventilator replaced with working device.====================== manufacturer response======================manufacturer is sending service engineer to repair device under warranty

Event description:
Ventilator failed while on patient. Ventilator stopped and alarmed, display indicated "vent inop." Respiratory therapist (rt) was nearby and came to patient room. Nurse bagged patient. Ventilator replaced with working device.====================== manufacturer response======================manufacturer is sending service engineer to repair device under warranty.